Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. ¿requests were made for the return of the device, but no correspondence has been received regarding the device.¿ the lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the embolization treatment of a left lower limb, it was reported that the axium coil did not detach during the procedure. The coil was introduced through the catheter but it did not advance. Several failed attempts were made to deliver the coil. Finally, it was removed from the patient as the coil did not detach. No further information available. No patient injury reported as a result of the procedure.